Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 500s mg/dl. Cause of bg level was not known. Customer administered a bolus via the pump to address the issue and went to the emergency room. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline and insulin. Customer was discharged 2 days later with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.